Event description:
It was reported that customer has a leaking reservoir. Customer also reported a motor error alarm. Customer's blood glucose reading is 362 mg/dl. Customer treated with manual injection. Customer states the insulin leaked into the reservoir compartment. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.